Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for analysis; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR #: 2134265-2011-00889. It was reported that during and post an embolization treatment procedure, the patient presented with further bleeding. The physician was embolizing a small artery in the kidney with the use of two 4mm/3.7 mm vortx-18 injectable coils. The coils were deployed successfully in the artery; however, the physician was concerned about the length of time it was taking for thrombus to form on the coils. After approximately 10 minutes, the physician introduced glue through the catheter proximal to the coils. The glue stopped the bleeding in that branch; however, some bleeding was still noticed and glue was also put into another vessel. The procedure was considered completed with these devices. No further patient complications were reported and the patient's status was ok post-procedure. The patient presented 25 days post index procedure with further bleeding in a similar area to the vessel treated initially. The physician also suspects venous flow. Additional coils were placed for treatment. The patient has been kept for observation due to suspected coagulation issues.